Event description:
It was reported that the patient had a failed modular cable exchange. The modular cable was being exchanged due to cosmetic damage and rescue tape. The system controller was being exchanged due to extensive cosmetic damage and the pump running symbol being dim. It was noted that the patient was not compliant in taking care of their equipment. The new system controllers and the new modular cable were inspected prior to exchange and found to be in perfect condition. The new modular cable was connected to the new system controller and the new system controller was connected to the mobile power unit (mpu). The patients old modular cable was disconnected from the patient lead and immediately afterward the new modular cable was attempted to be connected to the patient lead however, there was a physical blockage preventing the new modular cable from being connected despite correct alignment. The patient became symptomatic with near syncope and shortness of breath. The old modular cable was reconnected, and the pump restarted. The patient regained full alertness and normal lab values, mean arterial pressure (map) of 84 and heart rate of 99, were restored. The patient was negative for neurological changes and regained a normal resting respiration rate of 20. The patient was discharged the same day and would follow-up with outside hospital (kaiser). Log files were submitted for review and captured pulsatility index (pi) events on (B)(6) 2024 from 6:33 to 12:19. The log files also confirmed the driveline disconnect at 12:20:35. On (B)(6) 2024 the patient reported feeling better than during admission and feeling very well. The patient noted they were open t future equipment exchanges and had scheduled an appointment with outside hospital (kaiser).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of damage to the system controller and dim pump running leds were unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 7 hours (02apr2024 from 06:31:38 ¿ 13:49:22 per timestamp). There were no notable alarms active in the logfile pertaining to the reported events. The device appeared to function as intended. Provided information stated that the controller was being exchanged due to extensive cosmetic damage and a dim pump running led. The extent of the damage was unable to be determined as no product was returned for evaluation. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.